Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to alarm downstream occlusion. This event was reported, disposable to be changed on patient. No patient injury. Customer is dealing with the occlusions in house and their delivery rate for a bolus was set to 250ml per hour and has been to 125ml/hr to see if that causes occlusions.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.